Event description:
Caller states the patient tested 214 mg/dl on the inform system and 96 mg/dl on a lab drawn within 10 minutes. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.